Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of hubp1596 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility reported having a sl hickman where the cuff kept sliding along the length of the catheter and dislodged and stuck within the tunnel. They stated it was necessary to "fish" the cuff out of the tunnel. The device was successfully removed and replaced with a device from a different lot. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a dislodged cuff on a hickman catheter is confirmed, and the cause appears to be use-related. The device returned was one s/l hickman catheter, along with one hickman 9.6 f single-lumen cv catheter label. Visual observation found that the printing on the catheter clamping sleeve was in good condition and was not significantly worn. The catheter did not appear to have been used for a long period. The cuff was loose on the catheter and was reddish in color. Adhesive residue was found along the catheter in a patch circling the entire catheter. Microscopic evaluation found red particulate and other apparently biological residue throughout the fiber of the cuff. The adhesive material at the cuff adherence point was visible, along with two fairly well-defined rings defining the borders of the adhesive area. Tactual evaluation found tensile weakness and narrowing in the catheter beginning near the distal end of the adhesive deposition site and extending proximally. This indicates that tensile forces had been applied to the catheter sufficient to stretch it, in particular at the point under the cuff, resulting in the detachment of the cuff from the tubing. The complaint is therefore use-related. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. The IFU states: ¿c. Pull the catheter up through the tunnel to the venous entry site. (Initial resistance may be felt as the surecuff* tissue ingrowth cuff or vitacuff* antimicrobial cuff first enters the tunnel.) Gently holding the catheter proximal to the cuff while pulling the tunneler and catheter through the subcutaneous tunnel should result in smooth passage of the cuff into the tunnel. Caution: when tunneling, the catheter must not be forced.¿ ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smoothedged atraumatic clamps or forceps.¿ a lot history review (lhr) of hubp1596 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility reported having a sl hickman where the cuff kept sliding along the length of the catheter and dislodged and stuck within the tunnel. They stated it was necessary to "fish" the cuff out of the tunnel. The device was successfully removed and replaced with a device form a different lot. No patient injury reported.